Event description:
Patient had breast implants placed 25 years ago. Right implant removed and replaced due to need to undergo lumpectomy. Left implant was also removed and replaced to achieve symmetry. Right prosthesis was found to be significantly hardened and the left prosthesis had an obvious silicone leak.